Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a hysteroscopic myomectomy, when the fibroid is resected, the bipolar loop breaks and becomes unusable. Therefore, to complete the procedure, another resectoscope loop is used, which does not cause any harm to the patient. No negative impact in state of health reported.